Event description:
It was reported by a customer on (B)(6) 2011, the fiber tip detached due to undetectable prostate calculi at 50,821 joules. Per the customer, the fiber tip was flushed from the bladder and down the drain. Also, it was reported proper irrigation flow was maintained. No pt injury was reported.